Event description:
Livanova deutschland received a report of device fuse tripping on an heater/cooler 3t. The event occurred during priming. There was no patient injury. Das gerät lässt die sicherung fallen. Customer: (B)(6). The device blows the fuse. Customer: (B)(6).

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in (B)(6) germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a faulty compressor motor due to over-temperature of the component, which was detected by error message shown onto device display (error code detected: e28). Unit was taken out of service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported. Based on the above collected information, the reported issue has been traced back to a damaged cooling coil of the compressor. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration.